Event description:
Complainant alleged that while attempting to defibrillate a (B)(6), female pt the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.